Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. The insulin pump had missing reservoir tube o-ring, broken battery tube threads.

Event description:
Customer mother reported via email that the insulin pump battery was low. Customer blood glucose level was 9.7 mmol/l. Customer also stated that the top of battery compartment was crumbled. The device will be returned for analysis.